Event description:
I had the essure procedure done (B)(6) 2013. As of some time last year I have been having on and off pelvic pain. Last year (B)(6) 2014 I went and had a transvaginal ultrasound. The report came back that "left essure device with tortuous course, suggestive of perforation into the myometrium." Since then I have been suffering with the pain more constantly. I went to my doctor today and now I have to have ultrasound and my doctor is talking surgery and a possible hysterectomy. I am highly upset with the outcome with the essure implant.